Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of start and stop button will not consistently turn on. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of start and stop button will not consistently turn on. There was no serious patient harm or injury. There is no medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre observed reusable pollen filter by service, dreamstation2 blower with contamination, blower outlet seal/isolator kit with contamination blower box kit with contamination, iso port kit with contamination inlet/outlet seal with contamination, auto CPAP advance w/modem by fail test modem verification ui bezel plus with physical damaged, heater plate kit with electrical damaged. Customer complaint was not replicated. The device was corrected. There was five error codes found. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In gen information tab: 510k was corrected. Box h: remedial action init, recall (z) number was corrected.